Manufacturer narrative:
Describe event or problem: seconds. There is no information regarding the shaft proximity interference (spi) value. The smarttouch catheter was not in close proximity to another catheter. The thermocool smarttouch uni-directional catheter smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17489606m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and cardiac arrest (requiring cardiopulmonary resuscitation). During the ablation phase, a tamponade occurred. Ablation was not being performed at the time the injury was discovered. Pericardiocentesis yielded an unknown amount of fluid. Patient went into cardiac arrest and cardiopulmonary resuscitation was initiated. Patient was in critical condition immediately after the event. The tamponade did not resolve completely, so the patient was transferred to a cardiac surgery facility, in case of further deterioration that might later require a surgical intervention. The adverse event was considered to be life-threatening. Patient required extended hospitalization as a result of this adverse event for monitoring in the intensive care unit. The patient¿s outcome was improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with an unspecified needle. There was no sheath information. Generator parameters included temperature control mode with temperature cut-off of 48 degrees and power cut-off of 30 watts (not titrated). Generator settings at the time of injury were not reported, as the time of injury is unknown. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350